Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The official cause of death is unknown and it is unclear if death was associated with the use of the device. A return sample for evaluation is not expected. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but, not provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that an elderly patient developed a rectal erosion with a fecal management system (fms) device in place, and required emergency surgery. The nurse indicated the patient "did die shortly after that." Although requested, no additional information or official cause of death was provided. It was reported that the event occurred prior to 2014, and further information was not available.